Event description:
The customer reported the distal lens of the bronchovideoscope was burnt and the light output was yellow. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of distal end burnt was confirmed. Based on the results of the investigation, the root cause was unable to be determined. The customer stated they did not use high-energy hand instrument. The event can be prevented by following the instructions for use (IFU): inspection of the endoscope, using endotherapy accessories. Olympus will continue to monitor field performance for this device.